Event description:
Device 2 of 3.reference MFR report #1627487-2019-03257.reference MFR report # 1627487-2019-03259.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report #1627487-2019-03257. Reference MFR report # 1627487-2019-03259. It was reported that patient experienced ineffective therapy. In turn, patient underwent surgical intervention wherein additional leads were implanted to accommodate the pain. Effective therapy was established post operatively. Patient is a participant of (B)(6) clinical study.